Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) (batch no. 627307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's concurrent conditions included blood cholesterol increased, uterine fibroids, ovarian cyst, uterine bleeding, menstrual disorder nos, endometriosis of uterus, cervicitis, tobacco use disorder, pelvic adhesions, multiparous, abdominal adhesions, painful periods, cramp in lower abdomen, chronic cervicitis and nabothian cyst. Concomitant products included ibuprofen, nsaids from (B)(6) 2008 to (B)(6) 2015 and paracetamol (acetaminophene) from (B)(6) 2008 to (B)(6) 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On an unknown date, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition: depression") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for pelvic/abdominal pain, gen. Abnorm. Bleed, psych injury discrepant information regarding essure insertion dates-(B)(6) 2010 and (B)(6) 2006 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Concerning the injuries reported in this case, the following one was described in patients medical record confirming: anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: mr received. Reporter's information added.medical history were added.fu received.no new significant change made in medical context of case.case made significant due to imdrf hardcheck. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: she received treatment for pelvic/abdominal pain, gen. Abnorm. Bleed, psych injury discrepant information regarding essure insertion dates-(B)(6) 2010 and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: event pelvic/abdominal pain, gen. Abnorm. Bleed, psych injury were added. Essure indication, insertion and removal date were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's concurrent conditions included blood cholesterol increased, uterine fibroids, ovarian cyst, uterine bleeding, menstrual disorder nos, endometriosis of uterus, cervicitis, tobacco use disorder, pelvic adhesions, multiparous, adhesion, painful periods and lower abdominal pain. Concomitant products included ibuprofen, nsaids from (B)(6) 2008 to (B)(6) 2015 and paracetamol (acetaminophene) from (B)(6) 2008 to (B)(6) 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("psych injury/ psychological or psychiatric problems condition: depression") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for pelvic/abdominal pain, gen. Abnorm. Bleed, psych injury discrepant information regarding essure insertion dates-(B)(6) 2010 and (B)(6) 2006 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Concerning the injuries reported in this case, the following one was described in patients medical record confirming: anxiety. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. New events: "abnormal bleeding (vaginal, menorrhagia), anxiety and mental anguish, plaintiff did not undergone essure confirmation test:",new reporters added. Concomitant conditions and drugs were added. Event psychological trauma updated with depression. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.